Manufacturer narrative:
(B)(4) for the reported event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber tip broke off upon breaking the stone. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.